Manufacturer narrative:
D6: info not available, device not returned for analysis.

Event description:
It was reported the device was used during a thorax procedure. It was reported by the affiliate that the device jammed after the second reload. There was no pt consequence.